Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. The reload used during the event was disposed by the site. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. The error 1164 in the logs are pointing to the reload not being detected due to a possible short caused by a staple on the dlu pins. This error will require the user to manually select the reload color, and does not have any direct impact on firing performance. The staple that might be lodged in the crotch of the jaws will not interfere with the reload blade travel during firing. A review of the instrument logs for the reported procedure date of (B)(6) 2021 was completed. Investigation revealed the following information: stapler logs showed that curved tip stapler 30 instrument part number 470530-06, lot t10180924-0034 fired eight reloads (blue, blue, white, white, white, blue, white, and green, in that order). All firings were completed per the logs (no partial fire errors). The curved tip stapler 30 did have 4 incomplete clamps (spread across 3 different installs) in 13 total clamp attempts (excluding 1 aborted clamp attempt). A review of the device logs for the curved tip stapler 30 (part# 470530-06 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the curved tip stapler was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the curved tip stapler 30 instrument had a firing issue when fired on a vessel with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the stapler had a firing failure on a vessel. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, while using the curved tip stapler instrument, the customer experienced a partial fire. The procedure was completed as planned with no reported injury. The intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted by the site for troubleshooting. A review of the logs showed error 1164 on arm 4 / stapler. The tse instructed the staff to ensure to clean the crotch of the jaws on the stapler going forward. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during the procedure. Anytime that the curved tip stapler was loaded onto arm 4, it would request reload color selection. The stapler was fired 6-7 times before the issue occurred. On one of the fires, the surgeon fired the curved tip stapler instrument with a white stapler 30 reload installed on it. While the surgeon was transecting over unspecified vasculature, the stapler did not transect the entire staple line. There was no bleeding experienced, and there was no emergent situation that warranted a medical intervention. The surgeon used a backup reload and completed the staple line. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Buttress was not used and there were no malformed staples. The surgeon did not experience any clamping issues prior to firing the stapler reload. Tissue was not calcified and there was no tissue tension or bunching. The curved tip stapler instrument is available for isi evaluation but the reload is not available as it was discarded. There were no available photographic images or a video recording of the procedure for isi review. Isi also made multiple follow-up attempts to contact the surgeon to obtain additional information. However, no further details have been received as of the date of this report.